Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The cause of the peritonitis was unknown. Treatment was not reported. At the time of this report, the patient had not yet recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. A batch review was performed, and no issues were detected during the manufacturing of lots gd892950, gd892778 and gd892638.this is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).the problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.